Event description:
Information was received from multiple sources (manufacturer representative, user facility) regarding a patient having spinal therap y. It was reported that the instrument came apart during assembly and experienced a break. There was no patient involved. Additional in formation received from the manufacturer representative that the instrument specified was taken out of its container and found to be broken prior to being attached to a handle. The outer sleeve slid off the torx shaft separating the two pieces.

Manufacturer narrative:
G2: country of event is canada. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.